Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve leak occurred. It was reported that when prepping the carto vizigo¿ 8.5f bi-directional guiding sheath - small it was difficult to advance anything into the sheath. Caller stated when they went to flush the side port, there was saline that was coming out of the back of the sheath instead of the tip. When the sheath was replaced, the issue resolved. Additional information received indicated the leakage was in the hub area but the hemostatic valve was not dislodged outside of the hub. The brim cap/hub did not detach from the sheath. No air entered the patient¿s body and there was no patient consequence. No blood was lost. The soft tip buckled or wrinkled when entering the dilator into the sheath. There was high resistance and they were able to pull it out but they felt it being more resistant than normal. They are unaware of any damage to the dilator or catheter.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 24-may-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve leak occurred. It was reported that when prepping the carto vizigo¿ 8.5f bi-directional guiding sheath - small it was difficult to advance anything into the sheath. Caller stated when they went to flush the side port, there was saline that was coming out of the back of the sheath instead of the tip. When the sheath was replaced, the issue resolved. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. This finding of the hemostatic valve separation (dislodgement inside of the hub) is also considered to be an MDR reportable malfunction. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue was confirmed since the hemostatic valve was found dislodged, and this failure could be related to both issues reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)